Manufacturer narrative:
H10: h3, h6: two boxes were received for evaluation. A visual inspection revealed two original boxes, with the batch number of the complaint on the label. There were no devices in either box. A functional evaluation could not be performed as there were no devices returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. H11: h2: section d9 was corrected.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, both ts (t1& t2) of two ultra fast fix were deployed simultaneously. Following this the ts were removed from the patient with graspers, and the procedure was successfully completed using a mitek competitor device. There was a delay greater than 30 minutes and no further complications were reported.